Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced blood spatter/leakage after use. The following information was provided by the initial reporter: material no. 367364, batch no. 9009818. Email: we¿ve had a few incidents (5-10) over the weekend of blood leaking from the tubing on the ultratouch 23g. One of our team experienced two incidents of the needle not retracting after the button was audibly deployed. The affected lot # is 9009818. I¿ve withdrawn two boxes in the lab, but these are stocked throughout the user facility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced blood spatter/leakage after use. The following information was provided by the initial reporter: material no. 367364, batch no. 9009818. Email: we¿ve had a few incidents (5-10) over the weekend of blood leaking from the tubing on the ultratouch 23g. One of our team experienced two incidents of the needle not retracting after the button was audibly deployed. The affected lot # is 9009818. I¿ve withdrawn two boxes in the lab, but these are stocked throughout the user facility.